Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic after receiving a vibratory alert. The physician was unable to interrogate the implantable cardioverter defibrillator and alleged premature battery depletion as a result of the battery performance alert advisory. The physician explanted and replaced the device. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion and failure to interrogate was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.